Event description:
It was reported that during a varix (varices) procedure, during the ligation of a varix, the clip cut the vein. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. This is the initial report sent within 30 days, but erroring out as duplicate.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a varix (varices) procedure, during the ligation of a varix, the clip cut the vein. Unknown how case was completed. There were no adverse consequences for the patient.